Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that after cutting the tonsils, while cutting the adenoids and the two metal wire ruptured, the wand couldn't be continued to used. Backup device was available and no patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported event. Visual inspection under magnification of the wands shows extensive electrode wear with melted electrodes. The insulation on the shaft is in good condition and not compromised. The wand was connected to a compatible c2 controller and activated in saline solution at default and max settings and on ablate- and coagulation and produced plasma on the remaining electrodes as intended. The complaint was verified as the electrodes are melted. Factors which could have contributed to the complaint event includes: (1) vigorous use against bone surfaces; (2) irregular wear of the electrodes leading to malfunction (3) mechanical displacement of tissue through applied force.